Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified lesion located in the mid right coronary artery that was 90% stenosed. A 3.0 x 23 mm xience prime stent was deployed to the target lesion when a proximal edge dissection occurred which was successfully treated with a 3.0 x 15 mm xience prime, ending the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.